Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, during a routine follow up, it was discovered that the overlay of bifurcated stent and the suprarenal extension was at minimal (stent movement) with no endoleak. As a pre-caution, the physician relined the overlay with another suprarenal extension. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of type iiia endoleak and a successful secondary endovascular procedure. The most likely cause of the loss of seal was lateral movement although this could not be confirmed due to lack of medical imaging. Similarly, the inadequate overlap could not be confirmed however there was medical documentation supporting a type iiia endoleak and sac growth. The patient was discharged from the hospital on the second post operative day in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.